Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Reportedly the patient had extreme tortuosity in his iliac arteries. It was reported that computed tomography images (date unknown), revealed the gore® excluder® leg endoprosthesis on the left side (previously implanted plc181400/20899999) migrated proximally and pulled up into the aneurysm sac. There was a reintervention on (B)(6) 2020, the physician implanted a gore® excluder® aaa endoprosthesis (plc181400) into the left common iliac artery and extended it all the way up into the existing plc181400/20899999 (which is the graft that migrated into the aneurysm sac). The patient tolerated the procedure.